Event description:
It was reported that the patient passed away die to multiorgan failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned for evaluation after the patient passed away due to multiorgan failure on (B)(6) 2025. Evaluation of the returned pump did not reveal any findings that would have contributed to a functional issue. (B)(6) was returned assembled with the pump cable severed approximately 2.5¿ from the pump housing. The modular cable and the remainder of the pump cable were not returned. The apical cuff was not returned. Approximately 3¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The retrieved lvad (left ventricular assist device) log files from the returned device showed the pump operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The section titled "introduction," lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.